Event description:
Reporter indicated via an implant card that a pt underwent lead and generator revision surgery due to a lead discontinuity. Further attempts for info and product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.